Manufacturer narrative:
510k: this report is for an unknown mono/polyaxial screws: uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: helton la defino and piero scarparo (2005), fracture of thoracolumbar spine: monosegmental fixation, injury international journal of the care of the injured, vol 36(2), pages s90-s97 (brazil). The aim of this article is to report the results of posterior monosegmental fixation and arthrodesis in treating specific types of fractures of the thoracolumbar posterior spine. A total of 18 patients with fractures of the thoracolumbar spine treated by posterior monosegmental fixation and arthrodesis (17 male and 1 female) with a mean age of 35.36 years (range, 22-55 years) were included in the study. The 6 patients used universal spinal system (uss) pedicular screws which stabilized the vertebral segment by bilateral pedicular fixation. The mean duration of follow-up was 6.65 months (ranges from 2-12 years). The following complications were reported as follows: 9 patients had occasional pain. 1 patient had moderate pain. 1 patient had moderate to intense pain. This report is for a universal spinal system (uss) pedicular screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.